Manufacturer narrative:
Based on the clinical data the patient had a tortuosity vessels condition that obstructed the impella to turn and deliver. Root cause most likely patient condition related. Complaint device not returned for investigation. Data logs reviewed and the metrics are consistent with an optical fiber bend. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 62-year-old female undergoing cardiac surgery was implanted with an impella 5.5 device for mechanical circulatory support. The complainant reported a delivery issue involving an impella pump. It was documented that the pump could not be advanced as a result of the patient's tortuous anatomy. Additionally the placment signal was lost in the insertion attempts. The team removed the pump and replaced with another. There was no patient harm as a result of the delivery failure.